Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for spinous process tall clamp. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that a site's spine clamp was damaged and the site requested replacement. The teeth that mate with the spine reference frame were damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.